Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Unknown. Who fired the device and what is his/her experience? The doctor and he has fired hundreds of these. Where in the green range was the indicator located prior to firing? The doctor dials to the bottom. Did the surgeon wait 15 seconds and then retighten prior to firing? He waits 15 seconds, does not retighten. Were the donuts inspected? If so, please describe. Yes, normal. Was the washer inspected? If so, please describe. Unknown. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were there any staple formation issues noted in the primary procedure? No. Was a leak test performed intraoperatively? Yes. How did the patient present? Fever a few days out with elevated white count how was the leak identified and how was the leak addressed? Leak found on CT, required a drain. How long after the procedure did the patient present with bleed? N/a. What is the current patient status? Patient is fine. Also, the surgeon is not interested in an rrt call at this time.

Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Who fired the device and what is his/her experience? Where in the green range was the indicator located prior to firing? Did the surgeon wait 15 seconds and then retighten prior to firing? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Did the healthcare professional receive audible & tactile feedback when firing the device? Were there any staple formation issues noted in the primary procedure? Was a leak test performed intraoperatively? How did the patient present? How was the leak identified and how was the leak addressed? How long after the procedure did the patient present with bleed? What is the current patient status?

Event description:
It was reported by the sales rep that after a colon resection procedure the patient exhibited signs of blood leakage and was taken back into surgery. No transfusion was necessary. The leaks were stopped by over sewing with unknown suture. It is unknown if there was a change to post-operative care after the leaks were repaired. No device will be returned.